Event description:
It was reported that during the implant procedure the patient developed a pericardial effusion due to the left ventricular (lv) lead being moved around so much. Once the pocket was closed a pericardial drain was placed. The patient had 400cc of bloody fluid removed. The patient stabilized, drain was eventually removed, and the patient was discharged home a few days later. Additionally, it was reported that while the patient was being treated for pericardial effusion the patient developed diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and the symptoms resolved. However, just over two weeks later at the patient¿s office visit the patient felt well until they lied down and developed diaphragmatic stimulation. The lv lead was reprogrammed again and the symptoms were resolved. The lv lead remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also had elevated wbc¿s (white blood cells), low hemoglobin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.